Event description:
It was reported to covidien on 01/29/2010 that a customer had an issue with a peritoneal dialysis catheter. The customer reports the patient had a quinton swan neck catheter placed on (B) (6) 2008 and on (B) (6) 2009 it was noticed that the patient had a leak in his tubing, at the end of the adapter site. Patient developed signs and symptoms of peritonitis on (B) (6) 2009. Antibiotic therapy started at this time. Tubing defect was removed and new adapter placed.

Manufacturer narrative:
(B) (4). An investigation is currently underway; upon completion, the results will be forwarded.